Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported that the display of the insulin pump was blank. After replacing the battery, the display returned, but a black dot was present and the time was incorrect. Customer stated that the insulin pump had not been dropped or exposed to moisture. Blood glucose level was 357.4 mg/dl at the time of the call. No further information was provided.